Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. The sample initially resulted as 8.6 ug/ml and this value was reported outside of the laboratory. The initial result was questioned by the physician, so the sample was pulled for a repeat. The sample was repeated and resulted as 31.8 ug/ml. The sample was also repeated on a different integra 800 analyzer, resulting as 32.1 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected. The vancomycin reagent lot number was 60113801, with an expiration date of 09/30/2015. The field service representative could not reproduce the issue. He ran a check test and this had abnormal results. He inspected the maintenance log and determined that several syringe tips were worn. He replaced all syringe tips and repeated the check test. Again, results from the check test were abnormal. He then replaced probes and repeated the check test. The check test was normal. The customer ran calibration and quality controls; results were within specified limits.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general issues with the instrument and reagent can be excluded since calibration and controls are acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.